Event description:
It was reported that the lead was not implanted due to the patient's vein being too small. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and used for analysis. No anomalies were found.